Manufacturer narrative:
Thi part is not approved for use in the us, however a like device with part# 1475006040, 510k# k121680 and (B)(4) is approved for sale. We are unable to determine the definitive cause of the reported event. X-ray review results: post -op x-ray from l4-l5 tlif show rod back out in one of the screw heads l4-l5 construct in this (B)(6) with a significant deformity of a the unsolidified lumbar sacral anatomy was performed. Given age ,post bone quality and extensive deformity, construct failure was likely. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar spinal canal stenosis procedure: transforaminal lumbar interbody fusion it was reported that on an unknown date, post-op, the rod on the left side of l4 came out from the screw head. Revision surgery was scheduled for replacement. No other information was available.